Event description:
Healthcare professional reported "rupture/deflation and change shape/size/style" via national breast implant registry (nbir). This record is for the left side. Device status has been explanted, replaced and it is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.